Event description:
It was reported that the ok button is sticking and down arrow is not responding with every button press. It was reported that the keypad is not peeling and the pump does not get wet.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.